Event description:
Consumer called to report having problems with her meter reading high. Experienced a low blood sugar reaction as a result of giving insulin for the high reading. Emt called and was given glucogel for treatment.